Manufacturer narrative:
Updated fields : b4, b5, b6, b7, d9, d10, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code , type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) stated that cable assembly, fiber-optic sensor extension and fiber optic module were broken. Fse replaced the cable assembly, fiber-optic sensor extension and fiber optic module. The breakage was visible because the customer physically damaged the fiber optic input connector.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) fiber optic did not work. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 for full event site name: (B)(6).

Event description:
It was reported that fiber optic of cardiosave intra-aortic balloon pump (iabp) unit was not working.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (health effect ¿ impact codes, medical device ¿ problem code).